Event description:
It was reported by service report that the stretcher litter support was cracked and bent resulting in a potential of a pt fall. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.